Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) vented high-volume inlets had particulates; one (1) device had a particle on the hose, one (1) device had lint in the outer packaging, two (2) devices had black particles on the tube, and two (2) devices had black particles in the outer packaging. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.